Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, when dr. Was inserting the delivery system into the pt, the capsule fell off in the pt's hypo pharynx. The pt was not injured following the procedure.